Event description:
It was reported by the patient that the device began alarming every few hours. The patient received multiple inappropriate shocks and presented to the emergency room. The patient also described experiencing a few periods of feeling dizziness. It was determined that the right ventricular lead showed noise, oversensing, and high impedance. It was further reported that there was a lead fracture. During the extraction of rv lead, the physician was unable to retract the helix, the lead was removed with a laser sheath and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to melting. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated oversensing associated with the right ventricular lead. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found right ventricular oversensing/non-physiologic oversensing, and the lead integrity alert triggered. There was 1 - patient alert for lead failure predictor on (B)(6)2013. Ventricular short interval count v-sic=3036 counts, in 1.54 days, between (B)(6) 2013 and (B)(6) 2013. 15 - ventricular non sustained tachycardias<(><<)>=210 ms on (B)(6) 2013. 14 -ventricular fibrillations<(><<)>=200 ms average v-cycle between (B)(6) 2013 and (B)(6) 2013. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2010; d284trk bi-ventricular defibrillator, (B)(6) 2010; 4196-88 implantable pacing lead, (B)(6) 2010. (B)(4).